Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging while still loaded and/or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that the 3mm x 8mm tendinosis peek screw was being used for a scapholunate repair procedure. After inserting the screw into the lunate, the surgeon had trouble extracting the tendinosis pre-loaded disposable driver from the screw. After tugging and straining for a few seconds, the driver tip broke-off and remained in the screw. At that time, the sales rep reported, that the driver was pulled at least 20 degrees off the axis with the screw. It was determined that removal of the tip of the driver from the screw would be very difficult, and that trying to remove the tip would possibly compromise the repair. The surgeon decided to leave the tip of the driver in the screw. Sales rep states the driver tip and screw appeared to be very solid both with the screw in the bone and the tip in the screw. Per sales rep, the surgeon reported that she was not concerned that leaving the driver tip in the screw inside the patient would pose any sort of problem in the future. The procedure continued as normal and was finished successfully. No injury to patient. The driver was discarded after use.